Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was separated from the male luer and excess solvent was observed. The reported condition was verified. A dimensional test was performed and the device met product specifications. The insertion of the tubing into the male luer was evaluated and the result did not meet specification. The cause of the condition was determined to be due to excess solvent during the automated manufacturing process for the tail end. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the tubing of clearlink continu-flo solution set "completely separated below the middle of the three (3) y-sites". This issue was identified during normal saline infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.